Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, leak, pressure-flow, and preimplantation testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. However, the device did not meet the requirements for reflux testing due to proteinaceous debris within the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient, who has idiopathic hydrocephalus, did not experience any complications following the initial surgery. The report states that several weeks after the device had been implanted, diagnostic imaging showed that the patient¿s ventricles had not contracted. According to the report, a contrast study suggested that both of the shunt¿s catheters appeared to be working properly so the physician suspected that the valve was occluded. The report states that the device was therefore explanted. According to the report, the patient was doing well following the event.